Event description:
It was reported, the pump was replaced in 2010 and there was not good control of spasticity since then. The dose was slowly increased over time until it was 1700 micrograms per day, at which point the patient experienced signs of an overdose and was admitted to the hospital. The overdose effects were not stable even though the dose was stable. There was 1 to 2 hours of loss of consciousness then returned to a normal state, and then loss of consciousness again. A dye study was carried out to determine if there was a tear in the catheter. The dye study determined no tear and occlusion was what was thought to be the problem. An x-ray was also performed. It was thought the occlusion dislodged when the patient was given a high dose of 1700 micrograms per day. When the overdose was experienced the drug was removed from the pump and replaced with saline. After the dye study on 2013 (B)(6), the patient was planned to be started on baclofen again at 100 micrograms per day. The pump was being used to deliver compounded baclofen. It was later reported that x-ray and a dye study showed no complication in the catheter pathway. Overdose occurred and when this happened the baclofen was removed from the pump and replaced with 0.9% saline. There was no volume discrepancy and no pump failures recorded. The patient recovered completely and was on a low starting dose of baclofen. It was later reported the catheter seemed patent from a second dye study on 2013 (B)(6).

Manufacturer narrative:
Product ID 8731sc, serial# unknown; product type catheter. (B)(4).